Event description:
This supplemental report is being filed to include a conclusion code update.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedances and noise on a non-bsc right ventricular (rv) lead. This device also declared a lead safety switch (lss). The impedance measurements measured greater than 2000 ohms. Boston scientific technical services (ts) recommended reprogramming the device to unipolar pace and bipolar sense. This pacemaker and lead remain in service. No adverse patient effects were reported.